Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6873397 and common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7007986.

Event description:
Related manufacturer reference number: 1627487-2023-01504. It was reported that migration was found in two of the patient's leads. Surgical intervention was undertaken in which the leads were explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.